Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on the right lead. X-ray imaging revealed migration of the left lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event and patient's weight is estimated.